Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the distal right coronary artery. The pt was brought back to the ccl three days post implantation of 5 promus stents after experiencing chest pain. The promus stents were "ok", however, the physician opted to place another promus stent distal to the previously implanted promus stents. Next the physician planned to place a 2.25 x 8 mm taxus express2 atom drug eluting stent distal to the promus stents, however, the stent became caught on one of the promus stents and dislodged from the balloon. The dislodged stent was unable to be found and remains in the pt. No further intervention was performed. No further pt complications occurred. Pt status is satisfactory.